Event description:
It was reported that the occlusion balloon deflated during the ptca procedure. Complainant indicated that during the time the delivery system was removed after deploying the second stent (the 3rd inflation) and loading the export catheter, the balloon was observed on the fluoroscopy to have deflated. There was no adverse effect to the pt.